Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, he noticed "a film or possible anterior phimosis" over the lens surface. A yag was performed, but no details on the outcome have been provided.